Event description:
The patient had two leads (from the same lot). It was reported, the patient had experienced a spinal stroke. In turn, the patient needed to undergo an MRI for further investigation. As a result, the patient's scs system was explanted. Sjm was made aware of the explant on (B)(6) 2013.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.